Event description:
It was reported by service report that the IV poles were bent and could fall in an unintended direction. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
IV pole.